Event description:
An elevated troponin 1 result of 11.50 ng/ml was obtained on a patient sample. The result was reported to the physician who questioned the result. The same sample was tested again and a result of 0.08 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of instrument and instrument data indicated an issue with the positioning of the cuvettes in the instrument.